Event description:
Pt had a vertebroplasty performed. He felt fine during and after the procedure. Later that night, he started to experience chest pains. The pain persisted throughout the next day getting more severe. The next morning, he went to the ER where it was found that he had multiple cement pulmonary embolisms. Pt was hospitalized for almost 2 weeks. He is now on blood thinners. He still has severe chest pains and trouble breathing.

Manufacturer narrative:
Pt filed suit against MFR. All relief was denied; final judgement entered without prejudice. (B)(6) 2010.